Manufacturer narrative:
G4: premarket / 510(k): k141150, k162350.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. During the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured, with a vertical separation noted 5 cm from the tip. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.